Event description:
The healthcare provider (hcp) for a clinical study initially reported the patient's battery was low and she had a loss of therapeutic effect; urgency-frequency and urinary urge incontinence. Impedances measurements were run and the battery life was 1-2 years. Etiology was noted as possibly related to the device or therapy and unlikely related to the implant procedure. A surgical revision was performed on (B)(6) 2014, and the patient resolved without sequelae. Indication for use was reported as gastrointestinal/pelvic floor. On (B)(6) 2016, it was reported the depletion was considered normal. However, additional information received reported the device had been working but showed 2-4 months left, alleging ¿abnormal battery depletion.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.